Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products.